Manufacturer narrative:
Vyaire complaint number:(B)(4) . Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed that the ground wire connected to the bottom chassis were burnt. The technician was able to trace that to the p21 on power module. Replacement parts have been ordered. A follow up submission will be submitted when the investigation report is complete.

Event description:
It was reported to vyaire that the 3100a ventilator was making a strange noise. The clinician then saw smoke coming from the ventilator. The patient was immediately provided (B)(6) pressure ventilation via manual resuscitator and switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.